Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the reported event and related product. At this time, applied medical is unable to determine the cause of the reported event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap tlh. Surgeon was performing a tlh. The jaws locked on the vessel and he wasn't able to open it again. They had to open another device to rectify the issue. Patient status: no patient injury or illness occur associated with the complaint event.